Manufacturer narrative:
Siemens filed the initial MDR on 23-nov-2021. Additional information (09-dec-2021): the siemens customer service engineer (cse) closed the partially open sensor housing and properly seated the standard b bottle. Quality control (qc) recovered in range and no additional problems were observed after the completion of the service visit. The cause of the event was use error, as the operator did not completely close the sensor housing when loading the sensor and did not properly seat the fluid bottle when loading standard b fluid. The investigation findings and investigation conclusions codes in h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered out of range at the time of the event. A siemens customer service engineer was dispatched to the customer site. The cse noticed that the imt chip was not properly installed. The latch was partially open. The standard b bottle was not in place, and the needle had not punctured the cap. Siemens is investigating the issue.

Event description:
Two discordant, falsely elevated sodium results were obtained on two patient samples on an atellica ch 930 analyzer. The discordant results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer, recovering lower. The lower results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium results.